Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported obtaining discordant cardiac troponin I (tni) result. Siemens customer service engineer (cse) was dispatched to the customer site to troubleshoot the issue. The cse determined that instrument data indicates atypical photometric readings with sample ID (B)(6) during the serum indices testing (hil), this is indicative of a sample delivery issue specific to the sample ID (B)(6). The probable cause of elevated cardiac troponin I (tni) result is related to sample integrity. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s) and was not questioned. A 3 hour redraw was performed on the patient resulting lower. The initial and redraw samples were repeated (repeat system number not supplied by the customer), both resulting lower. The redraw result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.